Event description:
Patient called lfs and alleged that their meter was prompting an error 2 message. The patient stated that they were using the proper technique and the meter was cleaned correctly. The issue was not resolved with troubleshooting. The patient stated that they did visit their physician to test their blood sugar. The patient does not remember the result on the physician's meter. No treatment was given to the patient. Based on the information provided, the meter malfunctioned; however, the patient did not suffer a serious injury. The meter is being replaced for the patient.